Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to fungal peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient¿s room where therapy was performed was dirty and the patient must have touched contaminated. Four days after the onset, the patient was hospitalized for the peritonitis event. On the same day, pd therapies were withdrawn, the patient's pd catheter was removed, and the patient was switched to hemodialysis. On an unspecified date in the same month, the patient was treated with fluconazole (dose and frequency not reported) therapy, orally for peritonitis. Five days after the hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. No additional information available.